Manufacturer narrative:
Implicated product is a 8.0 fr single lumen catheter with tissue ingrowth cuff in a peel-apart percutaneous introducer system. Product received for eval is 8.0 fr catheter. Complaint sample is received in 4 segments. Most proximal segment has an orange blunt connector fitted at its proximal end & measures 8.1 inches long. Red dot depth marker is located 0.4 inch proximal to segment's distal tip. Distal tip has a clean edge & is severed at a near right angle. Two dot depth marker is found 1.7 inches distal to proximal end. Proximal end has an irregular edge with a slightly oval orifice. One of two remaining segments measures 2.3 inches long. A three dot depth marker is located at one end & a partial four dot marker at other. Distal end (by 3 dot marker) is at a right angle & orifice is moderately compressed into an oval shape. Proximal end (by 4 dot marker) of this segment has a clean, well-defined edge that is severed at a steep angle. Orifice is round. Final segment measured 2.4 inches long. A depth marker consisting of a single, partial dot is located at one end & is presumed to be remainder of 4 dot marker which identifies this end as distal. This end has a clean edge & is severed at a steep angle. A symmetrical band of pebbled silicone adhesive is found 0.65 inches from proximal end. This is point where tissue ingrowth cuff had been attached. A single dot depth marker is printed on the blue radiopaque stripe at the center of this adhesive residue. This segment's proximal end has a clean, well defined-edge that is severed at a near right angle. A lot history review reveals no mfg issues & no other complaints for this lot. Documents contained in complaint file indicate that device became non-functional 3 weeks following placement. Catheter fractured during a removal/replacement procedure allowing distal segment to embolize to pt's heart. Determination that complaint sample consists of a single, complete catheter is made by matching ends of tubing segments together under 5x-22x magnification. Valve, blunt connector & depth markers found on each piece of tubing are used as landmarks. Microscopic examination of proximal end of most distal segment & distal tip of previous segment confirms oval shape of each orifice as well as uneven, irregular edges & rough, granular faces. Short, perpendicular lacerations with irregular edges that suggest blunt trauma are found in clear silicone outer diameter at either edge. A microscopic micrometer is used to obtain cross-sectional axis lengths of each tubings' oval orifice. Proximal segment's long axis measures 0.108 inches; short axis measures 0.083 inches. Distal segment's long axis measures 0.100 inches; short axis measures 0.087 inches. For comparison, average diameter for MFR's 8.0 fr single lumen tubing should be 0.099 inches. Damage found on these 2 segments indicates blunt trauma caused by pinching tubing between rough surfaces of pt's clavicle & first rib.